Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was resistance when filling the cartridge with insulin. Reportedly, the customer changed out the cartridge, syringe, and needle, and was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.